Manufacturer narrative:
Correction: d4. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 24jun202 and 10jul2025. The patient was hospitalized for 10 days post procedure as they experienced the following during the index procedure hospitalization: 1. Spinal cord ischemia 2. Renal insufficiency 3. Worsening of subdural hematoma bilateral (acute on chronic) 4. Pneumonia. Imaging was provided and reviewed for the investigation. The image reviewer indicated that the appears to be an endoleak from the back of the right zsle and may possibly involve a stent fracture and a fabric tear. At the time of this report, no treatment has been completed for the reported endoleak.

Event description:
Additional information was provided on 30jul2025. A competitor's iliac branch device was placed on the patient's right side. The right internal iliac artery was bridged to the iliac branched device with a competitor's graft. The type 3c endoleak involved the attachment site between the iliac branch device side branch and the competitor's bridging stent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. D10 (concomitant products). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 3c endoleak was present on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. It was later determined that the zenith flex with spiral-z technology aaa endovascular graft iliac leg is unable to have a type 3c endoleak and the device most likely was physician modified. Pre-procedure computed tomography (CT) scan with contrast was completed for graft planning on (B)(6) 2024, 238 days prior to the procedure. Measurements of the aorta, vessels to be included in the repair, the intended landing zone, patency of vessels, and stenosis were provided in the summary. A pre-procedure clinical assessment was completed on (B)(6) 2025, 12 days prior to the procedure. The primary indication was aortic degenerative aneurysm, abdominal aortic aneurysm (aaa) juxtarenal with the neck being less than 10 mm. There was no history of aneurysm growth greater than or equal to 1.0 cm per year. The patient had not undergone had a prior thoracotomy, abdominal surgery (not laparoscopic), or had prior aortic surgery. The patient underwent an elective fenestrated endovascular aortic repair (fevar) procedure on (B)(6) 2025 under general anesthesia. The patient was prescribed acetylsalicylic acid (asa) at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 127 ml. Contrast dose: 1.8 ml/kg. Fluoroscopy time: 125 minutes. Total gray used: 3163 mgy. Total dose area product: 293 gy*cm2. Fusion was not used during the procedure. The estimated blood loss during the procedure was 5000 ml during the procedure the patient received 2 units of red blood cells, 8 (reported as ml) fresh frozen plasma, 1500 ml of cell saver. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 09:00, time of first incision or arterial puncture: 09:17, time of last access closure: 14:00, time leaves room: 14:20. Duration of procedure (from first incision to last access closure): 283 minutes. During the procedure, the following devices were placed: celiac artery: a competitor's stent measuring 9 mm in diameter and 57 mm in length was placed. A second competitor¿s stent was placed measuring 8 mm in diameter and 37 mm in length. The artery was able to be revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 8 mm in diameter and 79 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 6 mm in diameter and 59 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 6 mm in diameter and 50 mm in length was placed. A second competitor¿s stent measuring 6 mm in diameter and 37 mm in length was also placed in the right renal artery. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency maintained with normal end artery perfusion. William cook australia, zenith fenestrated graft (rpn: fen-thoraco-abdominal-graft) was placed. The graft measured 198 mm in length, 34 mm in diameter at the proximal aspect of the device, and 22 mm in diameter at the distal aspect. Fenestrations in the device were present for the celiac artery, sma, and right and let renal arteries. The device was planned for this patient. No technical difficulties in the delivery and deployment of the main cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. William cook australia, custom made distal aortic device, (rpn: aaa-bifurcated-graft) was placed. The device was planned for this patient. No technical difficulties in the delivery and deployment of the cmd distal aortic device were experienced. The delivery and deployment of the distal cmd device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-56-zt was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-56-zt, was placed on the right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. An angiogram was performed on (B)(6) 2024. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. Stent graft integrity was not assessed. All target side branch stents were intact. An endoleak described as a type iiic between the iliac device side branch and the bridging stent (right) was observed. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. A spinal drain was not placed. The patient stayed in the intensive care unit (ICU) for two nights. The patient received two units of packed red blood cells over the entire hospitalization including the operating room. The patient was not discharged on supplemental oxygen. At discharge, the patient was prescribed acetylsalicylic acid (asa) and a statin. The patient was discharged home on (B)(6) 2025, ten days post procedure against medical advice. A one month follow up clinical assessment was completed on (B)(6) 2025, ten days post procedure. Bilateral ankle brachial index was not assessed. Computed tomography (CT) follow-up imaging was completed during the one month follow up visit. The patient was prescribed acetylsalicylic acid (asa) and a statin. Since the last visit the patient has not had any significant medical problems or been hospitalized for any reason. Follow up CT imaging with contrast was completed on (B)(6) 2025, 26 days post procedure. The celiac, sma, right renal, and left renal arteries were all patent and no stenosis greater than 50% was identified. The maximum diameter of the diseased aorta (outer wall to outer wall) was 52 mm. There was no evidence of stent graft integrity issues. All side branch stents were intact. The site indicated that a persistent type 3c endoleak was present between iliac device side branch & the bridging stent (internal right). A secondary intervention was not performed to treat the endoleak. It was later reported that the zenith flex with spiral-z technology aaa endovascular graft iliac leg was enlarged (physician modified) with the competitor's stent. The location (which was modified or enlarged by the physician) was the location of the endoleak. The focus of this report is the endoleak that was present between the zenith flex with spiral-z technology aaa endovascular graft iliac leg and the bridging stent on the right.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Additional information and imaging were provided for the investigation. Based on the information provided and the imaging review it was determined that an endoleak was not present on the zenith flex with spiral-z technology aaa endovascular graft iliac leg. The endoleak was identified at the junction of two competitors stents. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.